Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had blood leaking and made it 3 inches away from the safety disk. It is currently unknown what the patient status is.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a blood leakage and made it 3 inches away from the safety disk. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. After conducting the evaluation, the fse did not find any blood within the fill or drain tubing nor within the blood back tubing. Also, the logs did not reveal any evidence of blood back occurring with the unit. As a precautionary measure, the fse replaced the assy crm(B)(4). And safety disk (B)(4). Then, the fse performed a full pm, calibration, as well as, functional and safety checks to factory specifications. The unit was then cleared for clinical use.